Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2112223: (B)(4) items manufactured and released on 10-jan-2022. Expiration date: 2026-dec-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had suffered an intra-op fracture on (B)(6) 2023. The femur fractured when implanting the stem (the fracture was below the distal tip of the stem). The surgeon decided to have the patient come back to revise the stem and head. On (B)(6) 2023, the patient came in and had the stem and head revised. The surgery was completed successfully. The patient had good bone quality.